Manufacturer narrative:
Qn#: (B)(4). Additional complaint review and review of photo by qe indicates the swg kinked prior to use/from package.

Event description:
It was reported that central venous catheterization set guidewire 'j' tip was not in proper shape and guidewire below 'j' tip was damaged. Another catheter was obtained.

Manufacturer narrative:
(B)(4). The customer returned one swg in the advancer tubing and the cvc kit including lidstock, catheter, dilator, and introducer needle etc. For analysis. There was no evidence of use on any of the returned components. Visual analysis of the packaging revealed no defects or deformities. Visual examination of the returned swg confirmed the offset coils seen in the customer photo. During normal assembly, the offset coil portion of the guide would have been located inside the protective tube assembly, protecting it from damage. The distal j-bend was intact. Both welds appeared spherical and fully formed. The offset coils on the returned swg were located at 580mm from the proximal end. The overall length of the guide wire measured 602mm which is within specifications of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.803mm, which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. The returned wire guide passed through the returned catheter, dilator, and returned 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire had offset coils just proximal to the j-bend. During normal packaging, the portion of the guide wire that kinked would have been located inside the protective tube assembly, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that central venous catheterization set guidewire 'j' tip was not in proper shape and guidewire below 'j' tip was damaged. Another catheter was obtained.

Event description:
It was reported that central venous catheterization set guidewire 'j' tip was not in proper shape and guidewire below 'j' tip was damaged. Another catheter was obtained.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer did provide a photo for evaluation. The photo displayed a spring wire guide assembly. A section of offset coils could be seen at the distal end near the j-bend. A full visual inspection of the actual device could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not apply undue force on guidewire to reduce risk of possible breakage". The complaint of offset coils was confirmed from the photo the customer returned. However, complete verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.